Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The physician is concerned with the longevity only lasting about four years. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2009. 6947 implantable tachy lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.